Event description:
Additional information was received that the device was able to be successfully interrogated using a programmer.

Event description:
During a remote follow-up, the device was unable to be paired to the patient's app. As a result, the patient was brought into clinic and the device was unable to be interrogated using bluetooth (ble) telemetry. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.